Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 24.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. During device interrogation post mortem an alert for low, out of range, high voltage lead impedance and possible high voltage circuit damage were noted. It was suspected that the device may have shorted out after it tried to deliver therapy. Device delivered several therapies for vt/vf episodes without terminating the arrhythmia. During the explant procedure, use of electrocautery deleted all stored egms except for one which showed the patient in a ventricular arrhythmia. There were no successful high voltage therapies delivered as the shorted output stage detection and over current detection messages were triggered while charging.